Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿intracapsular rupture¿. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported ¿intracapsular rupture¿. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ no complaint against the device: event is not applicable for analysis. As per the investigation procedure, deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1, b5, d4, d6b, h3, h4, h6.

Event description:
Device has been explanted.